Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported the customer received a no delivery alarm on their insulin pump. Customer stated they had changed their infusion site and insulin, but the alarm persists. It was also found the customer was experiencing high blood glucose. Customer's blood glucose was 400 mg/dl the day prior due to the no delivery alarms. Troubleshooting found the customer's insulin pump alarmed no delivery during a manual prime. Customer stated they would call back to troubleshoot. No additional information provided.